Event description:
Information was received regarding a cadd cleo infusion set. It was reported that there were missing cannulas on 3 cleo sets. The patient called her nurse because she was blocked. When the catheter was removed, there was no cannula. They did not know if the cannula was missing at the time of insertion or if it remained in the patient's body. There were no skin marks observed. Apomorphine was being administered at 5mg/ml. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.